Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that insulin pump received the software error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had failed battery test alarm and the contact on the battery was not missing. The device will not be returned for the analysis.